Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a (B)(6) male pt of unk origin. The pt was taking an unspecified medication for the treatment of an unk indication. On (B)(6)-2009, it was reported that the humapen memoir burgundy reusable device had flashing dashes in the dosing window that appeared when dialing the pen (product complaint (B)(4)/ lot 0704c02). When the pt dialed the dose knob all the way in and then pressed the dose knob for one second, the memoir pen would not reset. The device was returned to the company on (B)(6)-2009. Investigation found dashes in the display and the device was reset. The investigation also found missing segment in the tens units. The pt operated the device. It was unk if the pt was trained. General device duration of use was not reported. The suspect device had been used for about one and a half years. Update (B)(6)-2009: the initial receipt date for (B)(4) were entered incorrectly, and regulatory reports scheduled before it could be amended. Therefore, (B)(4) will be deleted from the database. All info from cases (B)(4) has been captured in this case. Update (B)(6)-2009: upon review on (B)(6)-2009, it was determined that the following changes be made to the narrative: initial report date, arrival date of the device and removal of investigation findings.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.